Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during a cystoscopy procedure using a flexiva 200 laser fiber, the fiber "glowed" and was very bright half-way down the body of the fiber. The fiber was described as "red hot" and "illuminated". The fiber started to glow half-way through the procedure inside the patient. Laser energy from a holmium laser was being used with the fiber. Per the complainant, the laser settings were .6 joules and .6 hertz. The procedure was completed with the same flexiva 200 laser fiber, without any complications to the patient, who is reportedly "fine" post procedure.